Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2543 ml during therapy initiated on (B)(6) 2011 at 00:09, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 00:09. Fill 7 of 8 was not performed and the fill volume was 0 ml, which was less than the expected tidal fill volume of 1800ml. Review of the event log revealed a manual drain performed after dwell 7 of 8 and the cycle 7 drain, completed on (B)(6) 2011 at 7:46 and the user's actual drain volume during manual drain was 2543 and during cycle 7 was 0 ml. The actual drain volume of 2543 ml is 127% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:09:30. During night drain cycle seven, the patient's ultrafiltration reading was 2543ml, indicating the home patient (hp) drained 2543ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.